Event description:
It was reported that during a lobectomy procedure, the device would not open. When the manual release lever was used, the knife retracted back, but the anvil would not open. The surgeon tried to manually open the device, but was unsuccessful. A second like device was used to staple along the first device in order for the device and tissue to be cut out. The second device was used to complete the procedure. The pt is fine.

Manufacturer narrative:
Information was not provided by the initial contact. Information anticipated, but unavailable at this time.